Event description:
As stated by the (B)(4) service tech (B)(6)2010: "nurse filled tub, lowered resident into water, water came up to her armpit area, gave resident bath. Nurse then left the room while resident was still lowered in the water. Nurse came back after an unk amount of time that is when the nurse found the resident not breathing. The nurse also stated that the area where the water was at, on the resident, was different, now up around the chin area." (B)(4).

Manufacturer narrative:
We are reporting according to exemption #(B)(4). Incidents involving medical devices manufactured by arjo hospital equipment ab in (B)(4) will be reported by us, the legal manufacturer, arjo hospital equipment ab in (B)(4) on behalf of our sales and distribution company in the USA, arjo inc, (B)(4).